Event description:
It was reported that during an a-flutter ablation using an indifferent electrode (mfg by con-med), the impedance of the stockert generator rose at small increments. The con-med indifferent electrode was replaced with a new patch, and the case resumed. At the end of the case, it was noted that the pt had been sweating, causing the patch to come off. A skin burn on the pt's right side where the patch had came off was discovered. The pt was sent for f/u with the out-pt wound care.

Manufacturer narrative:
The lab mgr was contacted by biosense webster field service engineer. She advised that this issue was not the fault of the stockert generator. Bwi fse advised the lab mgr, regarding the bwi-recommended indifferent electrodes mfrs.